Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the output connector assembly was broken. Analysis also found the insulation on both display wires was compromised which was believed to be caused by rubbing on the encoder flex. It was noted one case screw was contaminated.

Event description:
It was reported that the ventricular clip on the external pulse generator (epg) was broken. The epg has been returned to service. No patient complications have been reported as a result of this event.